Event description:
It was reported that the customer's insulin pump had a frozen screen. The customer stated that the device had a low reservoir on display, and the battery was changed twice. It was also stated that damage on the top of the reservoir compartment was noted. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.